Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 10.0 x 40, 135cm mustang balloon catheter was advanced for dilation. However, on initial inflation at 12 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported.